Event description:
The customer reported there was a yellow light on the light source (subject device). An olympus field service engineer inspected the device and found the main lamp would not light, and the light source would automatically switch to the spare lamp. The reported issue occurred while preparing for an unspecified procedure. There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, the reported issue (main lamp does not light and spare lamp turns on) was confirmed and the emergency lamp indicator was blinking, caused by failure of the power supply unit. Service also observed that the lens located on the turret was foggy, which resulted in low illumination, as it is in the light path of the device. In addition, service found the front panel was cracked, the rear panel and chassis were corroded, and the top cover was scratched. There was minor rust on the top cover, the scope socket, and the turret. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information received regarding the customer's reported issue.

Event description:
Additional information was received regarding the customer's reported issue (there was a yellow light on the light source): the intended procedure was a therapeutic retrograde intrarenal surgery (rirs). The procedure was successfully completed with other similar olympus equipment. There was no prolongation of the procedure due to the reported issue, as it was immediately completed with the similar device. There was no deterioration on the patient's health. There was no patient injury or harm reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the spare lamp lit seemingly due to faulty converter unit causing the main lamp to not light properly. The cause of faulty converter unit could not be identified. Additionally, according to the technical report from the repair department, rusts in broad areas on the rear panel and the chassis were confirmed. Using the device in a different environment was advised. It was determined that moisture accumulated in the filter inside the concerned device and fogged up because the device was used in the environment that rusts occur in broad area. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating. Avoid using the light source in a dusty environment. This may damage the light source.¿ olympus will continue to monitor field performance for this device.